Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 29.3 mmol/l (527.4 mg/dl) while wearing the pod for more than 72 hours. The reporter stated the op5 pod with the podpal attached to it had caused a severe infection described as being 10 by 25 centimeters. The reporter stated the podpal caused more pressure at the injection site. The patient was reported to be experiencing nausea. The next day, medical assistance was sought for the infection, which had worsened. The patient is allergic to antibiotics; therefore, the infection persists. The patient contacted their healthcare professional via email. The patient was diagnosed with high bg levels and an infection. As treatment, an anti-inflammatory ointment with cortisone and fucidin ointment was applied, and anti-inflammatory 4 pd 600 mg tablets were taken. The patient resides in the netherlands but was travelling in greece at the time of the event. The pod has been discarded in greece.